Manufacturer narrative:
Not returned.

Event description:
Complaint received that alleges "4 months after having worn a stirrup in 2012, a patient had a brain stroke. The patient indicated they believe the ankle brace contributed to the stroke". Questionnaire was received from customer or clinician, however no additional information was included in the response. Device not returned to manufacturer for evaluation.